Event description:
A customer reported experiencing system issues during surgery. The case was completed after rebooting the system and a 20 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system. The company representative replaced the ultrasound (u/s) controller printed circuit board (pcb) as a preventative measure. The company representative observed the customer installed the footswitch cable incorrectly into the footswitch and reconnected correctly. The system was then tested and met all product specifications. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The sample was returned for evaluation. The ultrasound (u/s) controller printed circuit board (pcb) was received and did not reveal any visual nonconformity. The returned ultrasound (u/s) controller printed circuit board (pcb) was installed into a calibrated cataract system. No nonconformities were observed upon system boot-up. The phaco handpieces were each connected to the system and met all product specifications. A root cause cannot be determined conclusively. (B)(4).